Event description:
Dealer stated that consumer alleges that the chair stopped abruptly. Undetermined injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41sr20b, serial number/date code (B)(4) is approximately 1 year 10 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer was allegedly thrown out of the chair when it stopped abruptly and went to the hospital for medical attention. Dealer did not have any additional information regarding the injury or treatment.